Event description:
During an esophageal dilation on (B)(6) 2012, a cook hercules 3 stage esophageal balloon was used. The balloon was advanced through the endoscope and into position inside the esophagus. An inflation device manufactured by another company was used to inflate the balloon with water. The medical facility indicated the inflation device may have been used in more than one procedure. The balloon was first dilated to 18 mm, held for a minute, and then deflated. The physician dilated to 18 mm again, held for a minute, and then deflated. The physician dilated to 20 mm and the balloon popped in the patient. A small perforation occurred in the patient's esophagus. No section of the device detached inside the endoscope or patient. When asked if the patient required any additional procedures due to this occurrence, the medical facility indicated "after this occurrence, the patient was monitored overnight in the hospital. Surgery may be needed." The medical facility alleged the device caused or contributed to the need for hospitalization/surgical evaluation. When asked if the patient experienced any adverse effects due to this occurrence, the medical facility answered "a perforation in the patient's esophagus. The patient may need surgery." The medical facility alleged the device caused or contributed to the adverse effect. We requested information regarding surgery and if it was required. The medical facility indicated the patient was released home on (B)(6) 2012. Surgery was not needed.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A merit big 60 was used for inflation. The medical facility indicated the inflation device may have been used in more than one procedure. The merit big 60 is marketed as a single use device. This could be a possible contributing factor for the reported observation. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "the entire eclipse balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use contain the following warning: "the recommended 100% balloon inflation pressure can be found on the qid - quantum inflation device and on the shrink tube of the eclipse wire-guided balloon dilator." Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. The instructions for use for this device state that potential complications associated with gastrointestinal endoscopy include, but are not limited to perforation. Prior to distribution, all esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.